Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed vertical lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the customer's report. An internal inspection found no discrepancies. The lcd color cable will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.